Event description:
Discordant results for thyroid stimulating hormone (tsh) were obtained on an advia centaur xp instrument due to misidentification of sample barcodes. The results were reported out. The samples were rerun on the same instrument and corrected reports were sent to the physicians. There are no known reports of patient interventions or adverse health consequences due to the discordant tsh results.

Manufacturer narrative:
A siemens field service engineer was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the error to be related to customer "mis-positioning" of the barcodes. The system "skipped" the first barcode then assigned the barcode in position b to position a and so on. The barcodes themselves were not mis-read. The fse calibrated the barcode reader verified the rack loader, loaded racks and verified the performance. The instrument is performing within specifications. Further evaluation of the device is not required.